Event description:
It was reported that a malfunction occurred on the pump following cartridge alarms 20 and 30. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. As a resolution, the customer was advised that technical support would replace the pump.